Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for chronic low back pain and spinal pain. It was reported that the pump logs showed a motor stall on (B)(6) 2016 with no recovery. Increased pain and withdrawal symptoms were noted and replacement was scheduled for (B)(6) 2016. The cause of the motor stall was unknown. It was later reported that the pump had been replaced.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump, model#, serial#, found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/motor stall was due to the shaft bearing. The analysis interrogation print reported indicated the patient received hydrophone (20.0mg/ml), bupivacaine (15.0mg/ml), and bupivacaine (100.0mcg/ml). The pump was returned programmed at minimum rate mode. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.